Event description:
One touch ultra meter code button did not operate. The medical affairs specialist spoke with the patient two days later. The patient does not take diabetes medication. The code button has not functioned on the reported meter for one week. The patient went to their doctor to get their blood glucose level tested. They did not have symptoms of high or low blood glucose at the time of concern. A result of 165 mg/dl was obtained on the doctor's device. There is no indication that the patient experienced injury or medical intervention due to the product. The customer care representative verified that the power button was not functional. The meter, test strips, and control solution were replaced.